Event description:
Plastic tip on circon acmi 25-15-cfr uterine resectoscope obturators broke off in pt. Large rip obtained from uterus. Surgeion - gyn. - broke while surgeon attempting to insert inner/outer sheath - small fragment (chip) was not found after extensive search by surgeon - pt is fine. Reported to medwatch.